Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The unit was analyzed and the reported problem was confirmed and replicated. In the system logs, the error 319 was found indicating a communication fault on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) where "check all boards: testing was found to be failing on the axes controller spar (acs), replicating the reported event. Once testing was completed, the parallelogram fiber cable was tested and verified to be the source of the fault. The complaint was confirmed and replicated based on failure analysis. The probable root cause is attributed to communication errors caused by a faulty parallelogram fiber cable located on usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted radical transvesical prostatectomy surgical procedure that repeated 319 errors occurred against universal surgical manipulator (usm) 1. Multiple system restarts did not solve the issue. The patient was under anesthesia, but the ports had not been placed. No troubleshooting was performed. The procedure was postponed as the surgeon could not work with three usms only. The intuitive tech support engineer (tse) reviewed the error logs and confirmed the reported issue.